Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4). Related mw report:3011649314-2026-00370.

Event description:
On (B)(6) 2026, dr. (B)(6) reported that the glidewell ht implant failed. The patient's oral hygiene is good. The patient presented on (B)(6) 2025 for a primary procedure on teeth #30 and #31. The patient returned on (B)(6) 2025 after healing abutment placement with complaints of pain at the doctor's (B)(6) office. Upon examination, the provider noted inflammation, infection, granulation/fibrosis tissue, and abnormal bone loss around the implant. The implant failed to integrate, and the device was removed on (B)(6) 2026 and not replaced. The symptoms resolved after the implant removal. Bone grafting was done, and no permanent injuries were reported.